Manufacturer narrative:
Medical device problem code 2017 clarifier- above rbp. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek, rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek device is 18 atm; therefore, rbp was exceeded. In this case, it was reported that it was noted that the balloon may have gotten pinched between the stent edge and the guide liner that was being used, resulting in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. The vessel was prepped by atherectomy and an unspecified xience stent was implanted. The 3.0x20mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation; however, the balloon ruptured at 20 atmospheres. It was noted that the balloon may of gotten pinched between the stent edge and the guide liner that was being used. No other device was used as the post-dilatation results were good. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.